Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call time setting assistance and high blood glucose. The customer's blood glucose was 444mg/dl at the time of incident. Trouble shooting was performed and found issues setting the correct time on the device. Assisted customer with reviewing programming on the insulin pump. Assisted in setting correct time zone. Customer declined trouble shooting for the high blood glucose. The insulin pump will not be returned for analysis.